Event description:
A malfunction alarm was reported due to a pump issue identified by the code malf 24, and the fault ID was 0x2219. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.